Manufacturer narrative:
Device evaluation summary: the reported abnormal qc issue was verified during service. Service technician did not attempt to duplicate customer reported issue with loaner unit. Adjusted flag drop height times using diag 750 to 60. Channels were reading in between 54 and 58 across all channels when first checked. Fsr then ran multiple abnormal controls and electronic control with no failures. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that unit was not passing abnormal controls. The procedure was aborted. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B.5.medtronic received additional information that the lot numbers used were:cartridge lot 230291784, exp 2025-08-07,abnormal lot 230668178, exp 2025-09-24 and lot 230292347, exp 2025-07-17.the liquid control failed and the electronic control passed.the quality control is performed weekly for this unit.there was no error code and values obtained on printouts were high and low and all failed. Correction to fdr code correction to g.4.PMA/510(k) update to fdc code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.